Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several insulin flow blocked alarm on (B)(6) 2025 from 10:58 through 14:38 in the pump downloaded history. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, serial label damage, cracked keypad overlay, keypad overlay texture damage, missing display window/cover. Unexpected insulin flow blocked alarm, insulin blocked alarm, and back light anomaly was not confirmed. Cosmetic damage was confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced random no delivery alarms, motor error alarms, the back light was more dimmer than before and there was a crack all the way side and the seal had started to come off and the key started to separate from the insulin pump. The customer also reported scratches on the screen but the customer was able to read the screen. The customer reported no adverse event. The event involved product(s) mmt-1886, mmt-332a, mmt-886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886. Mmt-332a was requested and customer response was the device will be returned. Mmt-886 was requested and customer response was the device will be returned.